Event description:
It was reported that patients ipg was no longer working as intended and no longer able to charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.